Event description:
The manufacturer received information alleging a ventilator service error occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation and review of the device error logs, it was identified that obm airflow drift error was recorded. The device's oxygen blending board requires replacement to address the issue.